Event description:
The customer reported that when using the extender in a laparoscopic procedure using a 10mm trocar, the electrode tip came off the extender as it was withdrawn from the trocar and fell into the pt cavity. There was no pt injury and the tip was removed from the pt's abdomen with a laparoscopic grasper. The tip had been intentionally bent with a slight curve during bladder dissection which they normally do for this procedure.

Manufacturer narrative:
The return of the incident sample has been requested. To date it has not been received for evaluation. Additional questions in regard to the incident have also been asked. If the sample is received or if additional info pertinent to the incident is obtained a follow-up report will be submitted.